Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a procedure for an implant. It was noted that the pacing lead impedance was higher than the normal range. Anatomical reasons were suspected. The lead was difficult to keep in place even after repeated rotations. The lead was exchanged. The patient was stable.

Manufacturer narrative:
Correction: section h1 - should have been "malfunction" instead of "serious injury" since the event was observed during a routine implant procedure. Analysis : the reported events were high pacing impedance and unable to implant. A complete lead was returned in two pieces for analysis. The connector portion (a) measured 8.9 cm and the distal portion (b) measured 49.5 cm/50.1 cm (outer insulation/outer coil). The reported event of high pacing impedance was not confirmed. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Unable to perform impedance test due to the condition of the lead as received. Electrical testing did not find any indication of conductor fractures or internal shorts.